Manufacturer narrative:
The device was returned for analysis and pending investigation. The lot number of the device was not provided; therefore, the manufacture, expiration, and UDI number are not available as of the date of this report. Once the investigation is completed a supplemental report will be submitted. Manufacture reference number: (B)(4). This report is related to mdrs # 3011649314-2024-00394, 3011649314-2024-00395, 3011649314-2024-00396, 3011649314-2024-00397.

Event description:
It was reported that the inclusive tapered implant failed on an unknown tooth number. The patient has type ii bone quality and oral hygiene status is unknown. On (B)(6) 2021, the patient presented for a primary procedure. Implants were implanted on tooth 20, 22, 27, 29, and 30. On (B)(6) 2024, the patient returned with pain, swelling, and infection. At that time, the provider determined there was a failure to osseointegrate and explanted the device. The patient's symptoms resolved after implant removal and the patient's current status is good.